Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. (B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone (1.5 mg/ml at a dose of 0.8196 mg/ml) and bupivacaine (3.7 mg/ml at a dose of 2.0217 mg/ml) via an implantable pump for failed back surgery syndrome. It was reported the hcp suspected a motor stall had occurred between (B)(6) 2015. The logs were checked, but no such event appeared in the logs dating back to (B)(6) 2015. The patient did not hear any alarms and had no mention of withdrawal symptoms. The patient did complain about increased pain so the medication was increased by 20% on "that day". A pump refill occurred on (B)(6) 2015 and a volume discrepancy was identified. The estimated reservoir volume (erv) was 6.2 ml and the actual reservoir volume (arv) was 30 ml. A motor study was performed under fluoroscopy on an unknown date. The hcp reported that they did not see "any roller moving". As an intervention, the pump was programmed to minimal rate and oral medications were given. The pump was replaced on (B)(6) 2016 (also reported as (B)(6) 2016), and the medication in the new pump was changed to morphine only. The hcp was able to withdraw cerebrospinal fluid (csf) easily from the catheter access port (cap) before removing the old pump. The issue was considered resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump explant date was confirmed to be (B)(6) 2016. The patient's increased pain, suspected motor stall and volume discrepancy first occurred on (B)(6) 2015. The date they had their medication increased 20% was (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.